Manufacturer narrative:
The investigation for the reported product damage (cannula kink) has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, the root cause was most likely use related due to improper technique where imaging was not performed prior to impella placement. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support the pump was found to be kinked. The pump was replaced as a result of the noted issue. There was no reported harm or injury to the patient.